Manufacturer narrative:
B3/d10: this event occurred on unspecified dates of june 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink solution administration sets underinfused; there was leftover of medication. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual devices were not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported underinfusion. A functional flow test was performed, and the flow of liquid was observed throughout the set with no issues. The infusion weight results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.